Manufacturer narrative:
Initial reporter stated that no other patient history was available, and the patient records could not be obtained from the family.

Event description:
A (B)(6)-male in poor health was admitted to the emergency room and died shortly after arrival. Patient nasopharyngeal wash/aspirate sample was tested with sofia influenza a+b fia and produced a positive influenza b result. Sample was retested and produced a negative result. Sample also tested negative with a different rapid test. Patient tested positive for strep a blood culture.